Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was admitted into the emergency room (ER) and then subsequently admitted into the intensive care unit (ICU) with a blood glucose level of "high", although specific value was not provided. Customer attempted to address the elevated (bg) by delivering a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue and there was no permanent damage. Customer declined follow up from tandem technical support to obtain the (ICU) release date.